Event description:
It was reported that the patient had an infection. The caller said that the patient had a revision due to normal battery depletion. Additional information received from representative reports the healthcare provider informed the representative that the patient incision site for the battery had opened and looked infected. The representative was not at the removal. The lead and battery were removed as per healthcare provider. Representative don't have a culture source. The representative had not spoken to healthcare provider since day of removal.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v360240, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).